Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter had segments missing and did not turn on. The complaint was classified based on the initial information provided to the customer care advocate (cca). The patient said he fell in the driveway the month prior, while he was carrying his lfs meter in its case. He said he landed on his meter and the meter touched water in the road. The patient said the meter would not turn on at about 10 am (it was showing a bunch of e's and streaks) when he wanted to use it. He had taken his usual dose of actose and glyburide/metformin at 7:30 am. At 7pm, he developed symptoms of anxiety and sweating, which he said he recognized as hypoglycemia and he took something to eat. The cca documented that the reported meter would not turn on. The patient's products were replaced. This complaint is reported, because the patient alleges the meter displayed missing segments and did not turn on. Afterward, the patient claims he was sweating, which can be a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.